Manufacturer narrative:
Age at time of event: 18 years or older - updated. (B)(4).

Event description:
It was further reported that the lesion was noted to be heavily calcified. The original lesion was treated with open surgical bypass.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter in two pieces. There was blood in the inflation lumen and balloon. The balloon was tightly folded. There were numerous kinks throughout the shaft of the device. The exit notch was torn/damaged. Majority of the midshaft was stretched 105cm from the strain relief. The midshaft was separated halfway down the stretch. The exact measurement of the separation was unable to be determined due to the damage of the shaft. Microscopic examination presented no damage or irregularities to the distal tip; the distal tip was not detached. There was no damage or irregularities observed to the balloon waist or distal weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the lesion was noted to be heavily calcified. The original lesion was treated with open surgical bypass.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right femoral artery. The ¿long¿ target lesion was located in the left superficial femoral artery. A 4.0x100mm sterling sl was advanced up and over; however, prior to being positioned in the lesion the distal end snapped off and was unable to be snared. The patient remained hospitalized and the fragment was removed the next day via a cut down procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4).